Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, an image is provided for a review. The investigation of the reported event is currently underway.

Event description:
It was reported that during stent placement procedure, the stent was partially deployed. There was no reported patient injury.

Event description:
It was reported that during stent placement procedure in biliary duct, the terminal end of the stent allegedly failed to expand. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system was not available for evaluation. Two x-ray images were provided which indicates two stents in biliary duct and stent was not expanded properly. Therefore, the alleged reported issue by the customer was confirmed, as the stent was not completely expanded in the images. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. Difficult anatomy which can lead to force increase may be a contributing factor. In this case the system was used in the in biliary duct which us an off-label used. Sample was not available so the reported issue cannot be evaluated. The information in regard to the patient anatomy and procedural details were not provided. Based on the information available, a definite root cause for the reported issue could not be determined. Labeling review: in reviewing the relevant labeling for this product it was found that the instruction for use sufficiently addressed the potential risks. The instruction for use states: 'visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment.¿ furthermore, the instruction for use states: 'should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit.', the treatment of biliary duct represents an off label use of the device. Based on the instruction for use supplied with this product the device is indicated for use in the iliac and femoral arteries. H10: b5, d4 (expiry date: 04/2022). H11: h6 (device, method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.